Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a scorpio cr tib insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical evaluation not performed as no medical records were provided. Device history review not performed as there is no lot information. Complaint history review not performed as there is no lot information. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient"s right knee was infected. Poly liner was exchanged.

Event description:
It was reported that the patient"s right knee was infected. Poly liner was exchanged.